Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material within a kit is inconclusive due to the condition in which the sample was returned. One 4 fr single lumen groshong nxt catheter kit was returned for evaluation. An initial visual observation showed both trays of the kit were returned open. A hair was found between the bottom of the inner tray and the IFU within the outer tray. The end cap, introducer IV needle, and connector assembly were observed to be missing from the returned open kit. Because the kit was returned open, it was not possible to determine when and how the observed hair came into contact with the kit. A lot history review (lhr) of recs1521 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that foreign matters were visibly noted within the package after it was unpacked for check for catheter integrity prior to insertion.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1521 showed no other similar product complaint(s) from this lot number. Device not yet received.

Event description:
It was reported that foreign matters were visibly noted within the package after it was unpacked for check for catheter integrity prior to insertion.